Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. The carrier tube was found to have been damaged at the distal tip. No damage was found on the returned locator. No other damage or deformation was found on the returned device. The complaint was able to be confirmed for insertion difficulty. An exact root cause for the issue was unable to be determined. The likely cause could have been over-insertion of the sheath and locator assembly into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that after endovascular therapy (evt) for the left superficial femoral artery (sfa), a 6fr procedure sheath was removed via antegrade approach and the locator/insertion sheath assembly was then inserted into the artery. The backflow of blood was observed from the dip hole, however, even though the assembly was withdrawn up to the point where the backflow would normally stop, the backflow did not stop. The physician thought that if the assembly was withdrawn any further, the entire system would come out. The device was therefore not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.